Event description:
It was reported that the patients paddle lead was suspected to be fractured. It was noted that the patient fell directly onto their back and would like the lead examined.

Event description:
It was reported that the patients paddle lead was suspected to be fractured. It was noted that the patient fell directly onto their back and would like the lead examined. Additional information was received that the patients paddle lead had no fractures. No further information could be obtained.